Event description:
Additional information received from the patient noted that regarding had the lack of effect been resolved: no, the patient still had to adjust and had not found the right setting. The patient noted the representative was super and very helpful.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. Since implant on (B)(6) 2015 the patient was having symptoms. The patient left the hospital set on program 2 at 2.3v. About a week after implant, the patient felt stimulation in the leg and toe. The patient was unable to go above 1.9v or could feel stimulation in the leg or toe. The patient was instructed by their health care provider's (hcp's) office to contract the manufacturer. The patient wanted to change programs and was able to change to program 3 at 2.3v. The patient could feel it in the bicycle seat and it was comfortable. The indication for use for this patient was gastrointestinal/pelvic floor.